Event description:
The customer reported erratic troponin I (access accutni) results, within the normal reference range and the risk stratification, for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. The patient¿s original sample produced an initial result of 0.01 ng/ml and was reported to the emergency room (ER). Subsequent analyses of the sample, on an alternate access 2 system, produced values of 0.21 ng/ml and 0.21 ng/ml. The customer then obtained an aliquot, performed centrifugation, and analyzed it on the alternate access 2 system and recovered a value of 0.21 ng/ml. An amended report was issued to the hospital. Later in the day, another specimen was collected from the patient and analyzed on the same instrument; it recovered a result of 0.22 ng/ml. The customer stated the patient was admitted to the hospital with a normal electrocardiogram (ECG). It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer declined and did not question system performance. The patient's sample was collected in a 3 ml, 10x75 mm becton dickinson (bd) lithium heparin gel tube and centrifuged at 6,000 rpm (rotations per minute) for six minutes. The customer indicated all three levels of quality control (qc) were performing within the laboratory's established ranges from (B)(6) 2013 through (B)(6) 2013. A calibration, performed on (B)(6) 2013, passed within the assay's specifications. A routine system check, performed on the day of the event, passed within instrument specifications. A definitive cause of the incident is unknown.